Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the plate broke and the fracture did not heal. Concomitant device: unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 4.5mm ti lcp® proximal tibia plate 12 holes/226mm-right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the plate is broken apart at the run out of the last slotted hole. The plate is in general is a very used condition with different damages, like scratches, nicks and discolorations all over. Four (4) are filled with white residues, most likely bone cement. Dimensional inspection: checked dimensions per drawing: plate thickness specification 3.6mm +0.2/-0.1 / measured: 3.58mm = pass, plate width specification 13.5mm +/-0.2 / measured: 13.49mm = pass. Drawing specification review: document was reviewed to verify the relevant dimensions of the plate and the material specification. The review of the manufacturing documents has shown that the correct material according to iso norm 5832-2 for unalloyed titanium implants for surgery. Investigation conclusion: the complaint is confirmed as the plate is broken as complained. During the performed evaluation no manufacturing related issue could be detected. This lot of 6 pieces was manufactured in february 2010 and we are not aware of any other complaint for this article- and lot combination. Based on the provided information the exact cause of this occurrence cannot be defined. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 440.044, lot: 3368342, manufacturing site: raron, release to warehouse date: 22. Feb. 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.